Event description:
Complainant alleged that the clinician was attempting to perform an elective cardioversion on a pt who was presenting with an atrial fibrillation heart rhythm. The clinician administered the first and second shocks at 360 joules each, but there was no heart rhythm conversion from either shock. Upon the clinician's third attempt to cardiovert the pt at 360 joules, the device's qrs tone stopped and the device screen went blank. The clinician then obtained another device and delivered a third 360 joule shock to the pt, but the pt was not converted to a normal heart rhythm. Additional propofol was administered to the pt. The complainant indicated that there were no adverse effects to the pt as a result of the reported malfunction. In addition, the complainant indicated "that conversion had not been sacrificed as a result of the failure and subsequent time delay." Please reference the user medwatch report number 360001-2000-0001.